Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they want to have their stimulator removed. Patient stated the device didn't work for them after 6 months. Patient said the device was functional, but it didn't block the pain. Patient said the surgeon has questions on the device. Agent asked what questions doctor had, but patient didn't know. Agent provided tech number for doctor to call for further assistance. Agent documented information given during the call. Patient did not remember who the managing physician for their stimulator was.